Event description:
Bayer case number: (B)(4). Fragment of this device, were observed. [Device breakage]. Essure implant in the right flank and three other implants in the pelvis [device dislocation] . Moral harassment [low mood] . Burnout [burnout syndrome] . Pain in the left calf [pain in thigh] . Phlebitis [phlebitis] . Anxiety [anxiety] . Psychological condition [psychological disorder] . Spasmophilia [spasmophilia] . Depression [depression] . Sensory disturbance. [Sensory disturbance] . Suspected thrombosis / deep vein thrombosis in the left sural vein [dvt of calf] . Multiple gallstones [gallstones] . Device placement complex on the right side [complication of device insertion] . Showed the presence of four essure implants [inappropriate insertion of multiple contraceptive devices] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragment of this device, were observed.") And device dislocation ("essure implant in the right flank and three other implants in the pelvis") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("device placement complex on the right side") and inappropriate insertion of multiple contraceptive devices ("showed the presence of four essure implants"). The patient had a medical history of vaginal delivery (2002 & 2007), gravida ii, arterial hypertension (active smoking at a rate of 20 cigarettes per day) and appendectomy. Previously administered products included: iud nos. As concurrent condition the report mentioned gallstones. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced device breakage (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criteria hospitalisation and intervention required), depressed mood (" moral harassment"), burnout syndrome ("burnout"), pain in extremity ("pain in the left calf"), phlebitis ("phlebitis"), anxiety ("anxiety"), mental disorder ("psychological condition"), muscle spasms ("spasmophilia"), depression ("depression"), sensory disturbance ("sensory disturbance. "), deep vein thrombosis ("suspected thrombosis / deep vein thrombosis in the left sural vein") and cholelithiasis ("multiple gallstones"). The patient was hospitalised from (B)(6) 2018 for an unknown duration. The patient was treated with innohep (tinzaparin sodium) as well as non-drug therapy (bilateral salpingectomy and partial omentectomy) and surgery (bilateral salpingectomy and partial omentectomy). At the time of the report, the outcomes for device breakage, device dislocation, depressed mood, burnout syndrome, pain in extremity, phlebitis, anxiety, mental disorder, muscle spasms, depression, sensory disturbance, deep vein thrombosis and cholelithiasis were unknown. The reporter considered anxiety, burnout syndrome, cholelithiasis, deep vein thrombosis, depressed mood, depression, device breakage, device dislocation, mental disorder, muscle spasms, pain in extremity, phlebitis and sensory disturbance to be related to essure administration. The reporter commented: the postoperative course was uncomplicated, and the patient returned home on (B)(6) 2018. On (B)(6) 2018, the patient consulted the general practitioner, who noted clear improvement. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] (date unknown): presence of four essure implants. [Computerised tomogram abdomen] on (B)(6) 2017: one essure implant in the right flank and three other implants in the pelvis. [Pathology test] (date unknown): chronic fibro-inflammatory and partially resorptive tubal and peritoneal changes in contact with essure, as well as vestigial paratubal cysts. [Ultrasound doppler] on (B)(6) 2018: satisfactory; (date unknown): showed deep vein thrombosis in the left sural vein. [Ultrasound pelvis] on (B)(6) 2017: a vertical linear opacity below the 12th rib, compatible with part of the essure device, as well as a partial linear opacity, which could also correspond to a fragment of this device, were observed. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.